Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a routine device change out, lead testing revealed low p wave sensing and high thresholds on the atrial lead. The lead was capped and replaced. The patient was in stable condition during and post procedure.